Manufacturer narrative:
The complainant reported a break in a midline catheter after power injection was used for a CT angiogram. The catheter had been in place for three days. The patient experienced swelling and pain in the arm. The catheter was returned for investigation. The investigation identified a break at the 3.5cm mark, indications of kinks at the 4.5cm and 15.2cm marks, and an occlusion within the catheter at the 19.5cm mark. There was no evidence suggesting a structural or manufacturing defect. The root cause of the kinks and occlusion could not be determined.

Event description:
Report of a break in a catheter.